Event description:
A talent abdominal stent graft system was inserted into a patient for the endovascular treatment of a 5.5 abdominal aortic aneurysm. The vessel morphology was reported as moderate to severe calcification and mild tortuosity. The stent graft was implanted. The angiogram revealed that there was a shelf of calcification that was pushing the graft material inward and was slightly slowing the blood flow. There were no kinks in the stent graft; the partial occlusion was due to the shelf calcium. The physician elected to place an aneurx 18x85 and the blood flow was restored to normal. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusion: arterial and venous occlusion, vessel morphology, self of calcification.